Manufacturer narrative:
The reported device was returned to conmed for evaluation. Visual inspection of the returned device verified the report of "bur broken". Magnification at the break found it broke at the etch line. A review of the manufacturing documents has verified the devices were produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. A two-year historical complaint review revealed no prior complaints for this failure have been received for this product family. In that same timeframe, (B)(4) devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure (B)(4). A risk analysis was performed and found acceptable. The instructions for use advise the user of the following. Do not operate the drills without the appropriate bur guard and the collet locked. Always use a bur of the proper length. The tip of the bur guard should cover the safe line on the bur, if applicable. Without the stabilization that the proper guard provides, the bur can break and be propelled with great force. Do not apply excessive loading on the shaver blade or bur. This incident type will continue to be monitored within the complaint system to assure patient safety.

Manufacturer narrative:
This reported device is being returned to conmed for evaluation. A supplemental report will be filed following the completion of the evaluation and complaint investigation.

Event description:
A customer reported a 00509323600 oval bur broke during use in a spinal surgery. The fragment was removed from the surgical site immediately and the procedure was completed using an alternative device. There was no report of surgical delay or patient injury and the patient is recovering as expected. This report is raised on the basis of a reported device malfunction with potential for injury with recurrence.